Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: the exact cause could not be determined. However, based on investigation results in the past, a likely mechanism causing the detachment of the tissue pad might be the following: 1. Grasping section was closed without grasping anything (this includes after tissue resection) while the ultrasonic output was activated. This caused the tissue pad to wear out and partially torn. 2. Ultrasonic waves were output with the gripper closed without gripping the tissue (including after the tissue was cut), so the tissue pad was worn and part of it came off. 3. Some force was applied to the torn tissue pad causing it to fall off. 4. Some kind of load was applied to the peeled tissue pad, so it fell off. The event can be prevented by following the instructions for use which state: do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the sonicbeat became scorched and unusable. After being removed from the patient, the tissue pad fell off outside the patient's body. The issue occurred during therapeutic laparoscopic cholecystectomy. There was no report of delay, and the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.